Event description:
Evaluation summary: the device was broken in two parts, close to the exit port of the bilumen tube. The distal portion of the bilumen tube close to the break point was stretched for 20mm. The protection stylet was received inserted in the guide wire lumen. The protection stylet was stuck in the bilumen tube. Several kinks were detected along the shaft.

Manufacturer narrative:
Conclusion: evaluation in progress. (B)(4).

Event description:
An attempt was made to use a diver c.e. Kit to treat a patient. Device was inspected and flushed before use and no abnormalities were noted. During the procedure the guidewire could not be removed from the catheter and the catheter broke. The broken part was removed from the patient's body using a snare. A new device and guidewire were used to complete the procedure. No patient complication was reported.

Manufacturer narrative:
Results: improper flushing, inadvertent mishandling. Conclusion: improper flushing, inadvertent mishandling. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.